Event description:
It was reported that during the scheduled retrieval of a vena cava filter, imaging demonstrated a detached limb in the ivc in the vicinity of the filter. The filter and the detached limb were unable to be retrieved and they remain implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Manufacturer narrative:
The device was not returned. Images were provided. Based upon the image review, the complaint investigation is confirmed for a limb detachment however it is inconclusive for the reported removal difficulties. Based upon the available information, the definitive root cause for this event is unknown.

Manufacturer narrative:
After further clinical review, this event has been determined to be a serious injury MDR pursuant to 21 cfr 803. The image review evaluation reported in the initial report has been revised. Received a cd of filter images from a procedure. Dsa (digital subtraction angiogram) images of a filter retrieval performed on (B)(6) 2010. The images provided, demonstrate a filter in the ivc in an upright position. A detached limb can be identified in the ivc at the location of the filter placement. A few legs extended beyond the ivc walls; however, a CT scan was not provided to confirm the filter limbs extending beyond the ivc walls. Due to the image quality, the filter limbs cannot be counted. A snare hook can be identified at the apex of the ivc filter; however, due to the image quality the identification of the filter cannot be determined. There are no images provided that indicates the filter or detached limb was retrieved from the ivc. Based on the re-review of the images, filter limb perforation in the ivc cannot be confirmed. Based on the re-review of the images, successful filter retrieval cannot be confirmed. Based on the re-review of the images, a detached filter limb can be confirmed. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Multiple attempts have been made to contact the physician and obtain additional information related to this event. The additional requested information includes; filter catalog number, filter lot number patient identifiers, procedural details, date of filter deployment and the date of the attempted filter retrieval. Additionally, specific questions if any additional attempts have been made to retrieve the filter. If the patient has experienced any complications due to the filter remaining implanted. Has the patient been prescribed any additional medications or has experienced any additional procedures performed due to the filter remaining implanted. What was the initial reason for the attempted filter retrieval procedure. No new or additional information has been provided at this time.